Event description:
Customer reported that when css #30 was disconnected from wall air while supporting a pt, air flowed out of the air hose from the reserve air tanks. The hose was clamped to stop the air flow. The pt was switched to a backup css console. There was no impact on the pt. The css console was repaired on site by replacing a check valve, which allows air to flow in only one direction. The issue was resolved and the css console passed the console test validation protocol. This alleged failure mode poses a low risk to the pt, because it does not negate the ability of the css console to perform its life-sustaining functions, and there was no loss of redundant system functionality. Syncardia requested the return of the check valve that was removed from the css console so that it can be evaluated. The results of the investigation will be provide din a supplemental MDR.